Manufacturer narrative:
Further info was requested and no response has been rec'd as of this date. If a response is rec'd which impacts the results of the investigation, the complaint will be reopened. A device history record (DHR) review was performed which yielded no device or component issues on the lot # in question. The device history record review confirms that the device met all material, assembly and performance specs. A review of similar complaints across the prod family was completed for the last 15 mos. The other complaints have been reported for this type of defect however, the majority of complaints have not been analyzed as they have not been returned for analysis. Upon receipt of the device, the coil was found to be extensively stretched and bunched on the proximal end and the coil was broken close to the main junction. The detachment zone was found to be intact and there was brownish/red material found close to the glue bond and zap tip on the distal end of the coil the cause of the extensive stretching is due to the coil jamming in the microcatheter which was caused by the distal glue bond being outside the higher end of the spec. The root cause is mfg related as the glue bond on the distal end of the coil was found to be outside the specifications maximum as per finished goods documentation. All other dimensional checks performed were within spec. However, the length and secondary coil odometer could not be determined. The root cause was determined as being mfg related as the distal glue bond dimension was found to be outside spec. As a result boston scientific is investigating a possible corrective and preventative action (car) to prevent reoccurrence.

Event description:
The physician reported while preparing to lubricate the coil, he felt friction as he pulled the coil out of the green shaft. After the coil was lubricated, he no longer had problems with that coil. The physician reported that he had successfully deployed coils before, and after that particular coil without incident. The procedure was completed. There was no allegation of harm.